Event description:
The reporter stated that the surgeon implanted a 12.6mm vticmo12.6, -14.5/+3.0/090 (sphere/ cylinder/ axis) into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer lens due to low vault and lens rotation. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).